Event description:
It was reported that two devices were about to be used during an unknown procedure. It was reported by the affiliate that the 512b and 1seal outer gaskets were already broken (torn) before opening the packages. New ones were used to complete the case. There was no consequence to the pt.